Event description:
It was reported that the patient is currently hospitalized due to seizures and rhinovirus (rhinovirus is not due to vns). The patient was reported to be unresponsive at the time. It was later reported that the patient was in status epilepticus. It was later reported that the patient experienced a breakthrough seizure. No other relevant information has been received to date.